Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller stated that her father in law had filled insulin in the reservoir and after a short period of time there was a very small amount of insulin left in the container. The customer's blood glucose went down from 177 mg/dl to 150 mg/dl within less than five minutes. The customer has treated for the low blood glucose with a glass of orange juice. While checking the bolus history there was a bolus of 15 units and a blood glucose of 300 mg/dl programmed in the insulin pump. The bolus stopped at 0.6 units. In the bolus history it showed that the customer used only 35 units for that day. The customer's blood glucose fluctuated up and down in less than two minutes. The medtronik representative advised the caller to visit the emergency room just in case if the customer's blood glucose drops too low. The caller stated that they will take the customer to the hospital. No further information was provided.